Manufacturer narrative:
This report is being filed to remove incorrect patient code e060102 (h6) as it was unrelated to this event.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of the patient's atrial fibrillation. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing with atrial fibrillation. This lead remains in service. No adverse patient effects were reported.